Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective pressure sensor assembly and driver board. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
While this c1 was being inspected in hiflowo2 mode (with flow sensor), te233004 occurred. After the power was turned off and restarted, "self test failed" and te233004 occurred. This phenomenon has always occurred since then. Please tell me the cause of this phenomenon and the counter measures. Also, there is a record that the power supply was switched from ac to dc. Is this normal?